Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of voluntary remedial action.

Event description:
Device was removed from cardboard box. When the package was opened, the nurse noticed the turnpike was damaged. Device was not used in the patient. No patient impact reported.